Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. 1246t/52, cb13500.

Event description:
It was reported that an asymptomatic patient presented in-clinic after noticing that his leads had eroded through the pocket. Twiddler's syndrome was observed via chest x-ray. The system was explanted and replaced.